Event description:
It was reported that during engineering evaluation it was discovered that the small battery drive device had a "sticky trigger". This event was not related to surgery. There were no injuries or medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: it was initially reported that the root cause was due to normal wear and servicing , after further evaluation it was reported to be due to misuse, abuse and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.